Manufacturer narrative:
The customer's reported complaint description of probe tip detached cannot be confirmed. No probe device was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. No DHR review was not conducted since there was no reported lot number and DHR review of ship history report lots was not performed since packaged good item number is also unknown. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." Note: the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a solero applicator. The device was tested for 20 seconds at 140watts with no reported issues. The applicator was used for a single ablation, 140w @4 minutes, when the tip fracture was suspected during the procedure. However, they continued and completed the procedure. There were no hrp messages received. Upon removal, it was confirmed the tip had detached inside the patient's lung. The needle, from skin to lesion, was straight with no bone obstructions.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. UDI and lot numbers were not provided. Therefore, section d4 was unable to be filled in. Reference (B)(4).